Manufacturer narrative:
Upon completion of the investigation it was noted that the needle chamber of the valve was damaged. There was evidence of scalpel damage on both the top and bottom of the device. It might also be possible that when the valve was ex-planted, that is when the base of the needle chamber and the proximal connector was detached. This however could not be confirmed. It was also noted that due to the condition of the device it was not possible to conduct irrigation or pressure testing. The valve did however pass the programming test. The root cause for the condition of this device could not be determined. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that it was found that fluid did not flow through the device and required removal of the device.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.